Event description:
Update: (B)(6) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain and high ion levels.

Manufacturer narrative:
MDR 1818910-2012-04903 is a duplicate of this report and has been rejected. Depuy considers the investigation closed at this time.